Event description:
The customer reported that the left (live) monitor was not working. This will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and tightened the monitor power plug connection. The system operates as intended.